Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer initially reported an adhesive issue with an adc device and reported sensor detached during shower. A replacement product was ordered and due to a delivery delay, the customer was unable to monitor glucose levels and experienced feeling "shaking, blacked out," and a loss consciousness. The customer reported was unable to self-treat and no further information was provided. There was no report of death or permanent injury associated with this event.